Event description:
The customer reported being hospitalized in the past for low blood glucose. The blood glucose reading was 46mg/dl by the time the paramedics were called. Troubleshooting was declined as customer stated that she did not treat properly her glucose level for high or low blood glucose levels. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.